Event description:
It was reported that when a ligasure "was pulled for a case, they saw spots of blood on the device. After opening the packaged device, they opened the jaws and saw that there was blood on them as well." The device was not used.

Manufacturer narrative:
At the time of this report, a device investigation has been started but not yet completed. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The complaint device was processed through stryker sustainability solutions' (sss) open-but-unused program. The device was returned to sss with the original unsealed sss's tyvek pouch. The device was visually inspected and was found to have visible contamination on multiple locations of the device such as the connector, handle and between the jaws of the device. Testing was performed on the device which showed the contamination was not biological in nature. Internal procedures instruct for the inspection of all devices under magnification lamp for visible contamination. The device history record for the returned device showed the device passed all inspections prior to being released from sss. The most likely root cause of the reported event is mishandling subsequent to distribution from sss or a mix up at the user facility. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that when a ligasure "was pulled for a case, they saw spots of blood on the device. After opening the packaged device, they opened the jaws and saw that there was blood on them as well." The device was not used.